Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Laryngeal pain [laryngeal pain], extinction of voice [loss of voice], whitish vocal cords [vocal cord disorder], tingling on the tongue [tingling tongue], painful tongue [tongue pain], difficulty feeding [feeding disorder], loss of taste [taste loss], dysplasia of the vocal cords [laryngeal dysplasia], cutaneous allergy [allergic skin reaction], hearing loss of 40% of left ear [hearing loss unilateral]. Case description: this case was reported by a consumer via call center representative and described the occurrence of laryngeal pain in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included arterial disorder. Concomitant products included clopidogrel, acetylsalicylic acid (duoplavin). In (B)(6) 2016, the patient started polident denture adhesive cream. In (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced laryngeal pain and loss of voice. In (B)(6) 2017, the patient experienced vocal cord disorder. In 2017, the patient experienced tingling tongue, tongue pain, feeding disorder and taste loss. On an unknown date, the outcome of the laryngeal pain and loss of voice were recovering/resolving and the outcome of the vocal cord disorder was not recovered/not resolved and the outcome of the tingling tongue was recovered/resolved and the outcome of the tongue pain, feeding disorder and taste loss were unknown. The reporter considered the laryngeal pain, loss of voice, vocal cord disorder, tingling tongue, tongue pain, feeding disorder and taste loss to be related to polident denture adhesive cream. Additional details, this case concerned a (B)(6) male patient with current conditions of arterial problems, treated with duoplavin (clopidogrel, acetylsalicylic acid). This patient used to go every winter for 4 years in (B)(6). Prior to (B)(6) 2016, the patient used a different fixative cream than polident for his dentures (brand name not specified). In (B)(6) 2016, he went on a trip to (B)(6) for 4 months. Before this trip, he had begun to replace his old fixative cream with polident. At the beginning of his trip to (B)(6), he had a very painful sore throat. He had taken treatments to relieve these sore throats (names of unknown treatments). Then he had a voice extinction. In (B)(6) 2017, in addition to the laryngeal pain and voice extinction that persisted, he also had the vocal cords all white. The patient had also specified that he had tingling in the tongue, a painful tongue, not allowing him to feed properly. He also lost the taste of food. These effects did not occur at the beginning of treatment with polident, but a few weeks later and became more pronounced. Tests (biopsy and bacteriological analyzes) were performed. These tests were negative. The patient stated that physicians did not explain his pathology. The patient had discontinued polident 8 to 10 days before (B)(6) 2017 and replaced polident with the old fixative cream he took before (B)(6) 2016. His tingling tongue had then stopped. He also pointed out that there was a "slight" better at the level of his extinction of voice (he had recovered a little his voice) and at the level of the laryngeal pains. However, his vocal cords were still all white. The patient needed the composition of the polident to communicate it to his physicians to carry out allergic tests. The patient would keep us informed of the results of these tests. Action taken for polident denture adhesive cream was withdrawn. Follow up information received 19 september 2017. Concurrent medical conditions included smoker and laryngeal pain (since a trip to (B)(6)). Concomitant products included clopidogrel, acetylsalicylic acid (duoplavin). On (B)(6) 2017, the patient experienced hearing loss unilateral (serious criteria gsk medically significant). In (B)(6) 2017, the patient experienced laryngeal dysplasia (serious criteria gsk medically significant). On (B)(6) 2017, the patient experienced allergic skin reaction. On an unknown date, the outcome of the laryngeal dysplasia and hearing loss unilateral were not recovered/not resolved and the outcome of the allergic skin reaction was unchanged. The reporter considered the laryngeal dysplasia, allergic skin reaction and hearing loss unilateral to be related to polident denture adhesive cream. Additional information patient's details (date of birth, weight and height) were updated. The patient explained that he experienced, on (B)(6) 2017, a 40 % hearing loss of his left ear after having severe laryngeal pain and cutaneous allergy during a road trip to (B)(6) on (B)(6)2017. On (B)(6) 2017, he stopped using polident denture adhesive cream and replaced it by another adhesive cream (trade mark labell). The patient specified that, on (B)(6) 2017, he had a severe dysplasia of vocal cords. On (B)(6) 2017, he had a pharyngo-laryngeal fibroscopy with apoxia (no information concerning the results).

Manufacturer narrative:
3003721894-2017-00443 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of laryngeal pain in a (B)(6) -year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included arterial disorder. Concomitant products included clopidogrel, acetylsalicylic acid (duoplavin). In (B)(6) 2016, the patient started polident denture adhesive cream. In (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced laryngeal pain and loss of voice. In (B)(6) 2017, the patient experienced vocal cord disorder. In 2017, the patient experienced tingling tongue, tongue pain, feeding disorder and taste loss. On an unknown date, the outcome of the laryngeal pain and loss of voice were recovering/resolving and the outcome of the vocal cord disorder was not recovered/not resolved and the outcome of the tingling tongue was recovered/resolved and the outcome of the tongue pain, feeding disorder and taste loss were unknown. The reporter considered the laryngeal pain, loss of voice, vocal cord disorder, tingling tongue, tongue pain, feeding disorder and taste loss to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, this case concerned a (B)(6) -years-old male patient with current conditions of arterial problems, treated with duoplavin (clopidogrel, acetylsalicylic acid). This patient used to go every winter for 4 years in (B)(6). Prior to (B)(6) 2016, the patient used a different fixative cream than polident for his dentures (brand name not specified). In (B)(6) 2016, he went on a trip to (B)(6) for 4 months. Before this trip, he had begun to replace his old fixative cream with polident. At the beginning of his trip to (B)(6), he had a very painful sore throat. He had taken treatments to relieve these sore throats (names of unknown treatments). Then he had a voice extinction. In (B)(6) 2017, in addition to the laryngeal pain and voice extinction that persisted, he also had the vocal cords all white. The patient had also specified that he had tingling in the tongue, a painful tongue, not allowing him to feed properly. He also lost the taste of food. These effects did not occur at the beginning of treatment with polident, but a few weeks later and became more pronounced. Tests (biopsy and bacteriological analyzes) were performed. These tests were negative. The patient stated that physicians did not explain his pathology. The patient had discontinued polident 8 to 10 days before (B)(6) 2017 and replaced polident with the old fixative cream he took before (B)(6) 2016. His tingling tongue had then stopped. He also pointed out that there was a "slight" better at the level of his extinction of voice (he had recovered a little his voice) and at the level of the laryngeal pains. However, his vocal cords were still all white. The patient needed the composition of the polident to communicate it to his physicians to carry out allergic tests. The patient would keep us informed of the results of these tests. Action taken for polident denture adhesive cream was withdrawn. Follow up information received 19 september 2017: concurrent medical conditions included smoker and laryngeal pain (since a trip to (B)(6) ). Concomitant products included clopidogrel, acetylsalicylic acid (duoplavin). On (B)(6) 2017, the patient experienced hearing loss unilateral (serious criteria gsk medically significant). In (B)(6) 2017, the patient experienced laryngeal dysplasia (serious criteria gsk medically significant). On (B)(6) 2017, the patient experienced allergic skin reaction. On an unknown date, the outcome of the laryngeal dysplasia and hearing loss unilateral were not recovered/not resolved and the outcome of the allergic skin reaction was unchanged. The reporter considered the laryngeal dysplasia, allergic skin reaction and hearing loss unilateral to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information : patient's details (date of birth, weight and height) were updated. The patient explained that he experienced, on (B)(6) 2017, a 40 % hearing loss of his left ear after having severe laryngeal pain and cutaneous allergy during a road trip to (B)(6) on (B)(6) 2017. On (B)(6) 2017, he stopped using polident denture adhesive cream and replaced it by another adhesive cream (trade mark label). The patient specified that, on (B)(6) 2017, he had a severe dysplasia of vocal cords. On (B)(6) 2017, he had a pharyngo-laryngeal fibroscopy with apoxia (no information concerning the results). Follow up received on 25-nov-2017: the used polident products had batch number a93t, expiry date february 2018. The last sample bought by the patient was available for testing.